Event description:
The ventilator was connected to the pt. The customer reports the ventilator's display went blank. The ventilator stopped cycling and emmited a constant alarm tone. There was no pt injury. The green mains light is also lit. The fse has been dispatched.